Event description:
It was reported that during a stenting procedure, catheter entrapment occurred. A 8x80x75 epic stent was advanced to the target lesion. While advancing along a guidewire, the delivery system got stuck with the guidewire and it could not be advanced further. The device was removed from the patient but the guidewire could not be removed from the delivery system. The procedure was completed by a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.:the epic stent delivery system (sds) was received with a guidewire. The stent was deployed and not returned for analysis, which is consistent with the follow up information. The inner and outer shafts were buckled 3mm from the blue outer sheath. The guidewire was protruding 39.5cm from the distal tip. The guide wire was not protruding from the proximal end of the sds and it was not possible to dislodge the wire from the lumen of the catheter or determine how far it extended into the catheter. The guidewire was damaged 6cm from the tip of the sds. The undamaged outer diameter (od) was measured with a calibrated snap gage and measured .0335". The inner diameter (ID) of the proximal end (handle) was measured with a calibrated pin gage set and measured .036¿, which is within specification. The sds and guidewire were soaked in a warm water bath in attempt to loosen the guidewire from the device; however, even after soaking the guidewire could not be removed. The catheter was locked up on the guidewire in the as received condition, confirming the reported catheter-guidewire interaction. Product analysis results are consistent with the reported information. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting procedure, catheter entrapment occurred. A 8x80x75 epic stent was advanced to the target lesion. While advancing along a guidewire, the delivery system got stuck with the guidewire and it could not be advanced further. The device was removed from the patient but the guidewire could not be removed from the delivery system. The procedure was completed by a different device. No patient complications were reported and the patient status is good.